Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).

Event description:
It was reported patient underwent a forefoot trauma procedure utilizing an frs system on (B)(6) 2013. During the procedure, the surgeon utilized a worn screwdriver to insert three separate screws and each screw fractured during insertion. As a result, two screws remain in the patient and there was a greater than 30 minute delay to the procedure. The surgeon completed the procedure with different screws.